Manufacturer narrative:
An investigation into the root cause of this incident is currently in progress. The results of the investigation and any follow up information will be sent via a follow up medwatch.

Event description:
As reported on (B)(6) 2014 via a (B)(4) received via us mail, "a review of images revealed a retained electrode was noted adjacent to the spinous process of the treated vertebrae. It has the appearance conforming to an electrode on the radiofrequency probe, likely that a portion of the electrode was detached during the procedure and retained in the paraspinous lumbar musculature. It was oriented horizontally and well away from any nerve structures. What was the original intended procedure? Radiofrequency ablation treatment applied to the bony lesion involving spinous process of l3 vertebral body. No harm or serious injury reported for this patient for this event.